Manufacturer narrative:
Corrected data: d4. Model #, catalog #, expiration date, serial #, unique identifier # updated d6a. Implanted date added h4. Device mfg date updated h6. Device codes and conclusion codes updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 3 mm on the non-coronary cusp; however, upon release of the valve tabs from the delivery catheter system, the valve was deployed deep in the ventricle with the waist of the valve was just above the annulus. Severe aortic insufficiency (ai) was observed. Subsequently, a second, non-medtronic valve was deployed. Mild ai remained present following the implant. No additional adverse patient effects were reported. Additional information was received that per the physician, the patient's large left ventricular outflow tract (lvot) anatomy may have contributed to the event. Additional information was received that confirmed severe central aortic insufficiency was observed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34, serial/lot #: (B)(6), ubd: 30-nov-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 3 mm on the non-coronary cusp; however, upon release of the valve tabs from the delivery catheter system, the valve was deployed deep in the ventricle with the waist of the valve was just above the annulus. Severe aortic insufficiency (ai) was observed. Subsequently, a second, non-medtronic valve was deployed. Mild ai remained present following the implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. Two media files were provided for review. The patient¿s executive summary was not provided for anatomical review. The media files show an evolut valve at a deep implant depth, with significant aortic insufficiency. It was reported that deployment depth was 3mm, which is the target implant per medtronic best practices; however, the valve dislodged ventricular after final release. Of note, as stated in the instructions for use (IFU), prosthetic valve migration/embolization is listed as a potential risk associated with the implantation of the evolut fx bioprosthesis. The cause of the valve dislodgement is unknown, thus this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the patient's large left ventricular outflow tract (lvot) anatomy may have contributed to the event.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 3 mm on the non-coronary cusp; however, upon release of the valve tabs from the delivery catheter system, the valve was deployed deep in the ventricle with the waist of the valve was just above the annulus. Severe aortic insufficiency (ai) was observed. Subsequently, a second, non-medtronic valve was deployed. Mild ai remained present following the implant. No additional adverse patient effects were reported. Additional information was received that per the physician, the patient's large left ventricular outflow tract (lvot) anatomy may have contributed to the event. Additional information was received that confirmed severe central aortic insufficiency was observed.

Manufacturer narrative:
Third paragraph added h6. Device codes added additional codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.